Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the event occurred when the charged coupled device cable was disconnected while the user was handling it. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer, that when using an evis exera iii bronchovideoscope, there was noise interference in between the normal image. The image was unclear and could not be recognized. The event occurred during preparation for use and the diagnostic procedure (bronchoscopy) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (noise interference in-between the normal image) was confirmed due to a cut on the charged coupled device (ccd) cable, image noise occurred and the image could not be displayed. In addition, the bending angle in the up/down direction did not meet the standard value, and the control unit and the universal cord had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.